Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had button issues and no delivery alarms but declined to trouble shoot issues. The customer¿s blood glucose level was unknown at the time of incident. Customer has received new pump.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm/occlusion, low battery alarm and failed battery alarm due to unresponsive button. No button error alarm during testing. Device received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).